Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had dark spot, looks darkened on display. Customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device display properly. No missing segment or partial display anomaly noted during testing. Device received with all operating currents within spec and passed self-test, a21 error test and displacement test. No unexpected low battery, weak batt, battery out limit or failed batt test alarms noted during testing. Device had stained end cap sticker, no noted. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.